Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter in the device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: staff member working at covid vaccination clinic grabbed a bd safety glide needle 25g x1 and found some grey substance on the end. Package remains sealed. Material no: 305916 batch no: unknown. Type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 5/14/2021. Medical device lot #: 8088825. Medical device expiration date: 3/31/2023. Device manufacture date: 3/29/2018. Investigation: one loose safetyglide needle (p/n 305916) in an opened blister package from batch #8088825 was received. The sample was visually evaluated. The sample was not received in its original configuration and appeared to have been heavily manipulated. The package had been mostly opened by the customer and was taped with a white label. Slight damage marks were also observed on the formed portion of the package closer to the needle hub. A piece of loose fm that appeared to be a dust particle was taped to the interior of the package. The needle shield was also cracked and heavily damaged towards its bottom, and near the hub. It is unclear if the foreign matter and damage observed were related to the manufacturing process, product handling after it left the manufacturing plant prior to arriving to customer, or the manipulation by customer. Based on the evidence received today, potential root cause could not be defined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter in the device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: staff member working at covid vaccination clinic grabbed a bd safety glide needle 25g x1 and found some grey substance on the end. Package remains sealed. Material no: 305916 batch no: unknown. Type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time.